Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece got hot during evaluation. Handpiece failed specs due to bur bearing failure. Also bearing debris built up in head from bearing failure. Handpiece needs head drive replaced.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.